Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to suspected premature battery depletion. A new device was implanted without further complication. No adverse patient effects were reported.